Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. Phone number: (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the device was discarded by the customer). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s right eye in a secondary surgical procedure due to the power miss and blurry vision. There was no surgical intervention such as vitrectomy, incision enlargement or sutures required. A replacement lens of the same model, but a different diopter (27.0) was used. The patient outcome was reported to be good and no injury was reported. The explanted lens was discarded by the account. No further information was provided.